Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pacing impedance was steady at approximately 709 ohms through (B)(6) 2016 and rose out of range by (B)(6) 2016. Concomitant products: ddbb1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The lead was reprogrammed. The lead was later determined to have fractured and was capped and replaced. The lead was no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.